Event description:
Information was received indicating that during preventative maintenance a smiths medical level 1 hotline fluid warmer continually tripped the breaker following power on. There were no reported adverse effects.

Manufacturer narrative:
One hotline® blood and fluid warmer was returned for analysis. A crack was observed to the tank cover upon visual inspection. The unit was plugged in; confirming the complaint that there was a power trip when plugging in. Based on the evidence, the root cause was found to be due to a faulty line cord.